Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 40 mg/dl. Customer changed two sensor which was kept saying they did not find sensor. Troubleshooting was declined for low blood glucose level. No medical intervention was required. The insulin pump will not be returned for analysis.